Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. The patient is stable.